Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported elevated blood glucose levels of up to 368 (mg/dl) that were addressed with a correction bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer indicated that they will continue to use the pump, and stated that they have insulin pens for alternate insulin therapy if needed.